Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue could not be detected.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer stated that they received questionable results for a total of 11 patient samples tested for free triiodothyronine (ft3) on an e602 analyzer. Of the 11 patient samples, 9 samples had erroneous ft3 results. The erroneous results were not reported outside of the laboratory. It was stated that the repeat run results were reproducible, so the initial results were considered to be erroneously high. Only the initial run and repeat run results were provided. (B)(6). The patients were not adversely affected. The ft3 reagent lot number and expiration date were asked for, but not provided. The field service engineer cleaned, confirmed liquid level detection, confirmed electric pressure and confirmed the position of the sample probe. He cleaned and confirmed the position of reagent and sipper probes. He ran performance testing and measured control material. He did not find any problems with the analyzer and there has been no report of a recurrence of the issue. He noted that the customer was using sample containers which are not recommended for use on the analyzer.